Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change with frequent episodes of atrial lead noise causing inappropriate automatic mode switch. The physician decided cap and replace the lead during the procedure on (B)(6) 2020. The patient was in stable condition.